Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. At one week post-op, the patient developed hypopyon and intense reaction in right eye, which resolved with a short course of oral steroids. Since the surgery, the patient has dilated pupil along with elevated intraocular pressure (35 to 40mmhg). The angles are open but heavily pigmented. The patient is also experiencing glare/halos and blurred vision. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/40.

Manufacturer narrative:
Per medical review - tass is a sterile inflammatory reaction involving the anterior segment which commonly induces hypopyon formation and could occur after any type of intraocular surgery. Most common complaints are blurred vision, ocular pain and eye redness. Iop may be increased if inflammation is severe and clogs the trabecular meshwork. It improves with topical/oral steroids and commonly presents with diffuse corneal edema. If this is tass or another type of acute inflammatory reaction it is not clear. Most of reported severe acute inflammations after intraocular surgery are thought to be an immunologic reaction to some substances in the anterior chamber. These substances could come from outside the eye, used intra-operatively (bss, ovds, intracameral drugs), or coming from surgical instruments. It is unlikely that the icl was the cause of this adverse event. Every icl undergoes a steam sterilization process. Before releasing the lens, quality department verifies the following for each icl lot: sterilization cycle parameters (time, temperature and pressure) must be met. Biological indicators used for every sterilization batch must be in accordance with specifications to demonstrate sterility. Lal testing must be in accordance with specifications to ensure that the product is free from any endotoxin. Based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4): device evaluated by manufacturer? No - 81 (other): lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4)

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was likely to have contributed to the complaint. As reported on the medical review, the cause of the complaint, specifically the inflammation and elevated intraocular pressure is not lens related. No root cause was determined. Based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).